Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed with excessive no delivery. The patient's blood glucose at the time of incident was 22.0 mmol/l troubleshooting was initiated for the excessive no delivery alarm. The customer treated the blood glucose level with multiple daily insulin injections as he was unable to clear the excessive no delivery alarm. The keys on the insulin pump were unresponsive after the pump alarmed. The customer was advised to discontinue use of the pump and to continue use of the back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.